Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had read high (>500 mg/dl). In addition the patient reports the pod had been leaking during wear and upon removal of the pod the cannula was found to be damaged with a hole in it. As treatment, the patient applied a new pod. The patient reports after applying a new pod their blood glucose level was 130 mg/dl.